Event description:
Gore received information from physician reporting the patient underwent a femoro popliteal bypass iii with end to side anastomosis. Two gore cv6 sutures were used. At a later date a revision was required because the anastomosis of the medial knotting side ruptured. The suture was left in place and remains in the patient. No lot number was provided. The patient is in good condition.

Manufacturer narrative:
No lot number provided. Gore attempted to acquire information required for this form.